Event description:
Intera oncology received a report from a healthcare provider that an intera 3000 hepatic artery infusion pump "did not prime properly" during or prep prior to implantation. The healthcare provider also alleges that the pump was leaking out of the top of the septum. They were able to prep and implant a second device but the surgery was delayed.

Manufacturer narrative:
Intera oncology is awaiting return of the device to begin bench testing to attempt to confirm the complaint allegation. A supplemental report will be filed upon completion of the testing. The device history record for this device was reviewed. There were no nonconformances related to this serial number. The device met all specifications prior to release from manufacturing. Blank fields in the MDR form represent unknown information. If additional information is received at a later date, a supplemental report will be filed.

Manufacturer narrative:
Supplement is to update this report based on bench testing performed by intera. The device demonstrated normal flow initiation and passed all functional tests. The complaint allegation was not observed during testing. The device history record for this device was reviewed. There were no nonconformances related to this serial number. The device met all specifications prior to release from manufacturing. Blank fields in the MDR form represent unknown information. If additional information is received at a later date, a supplemental report will be filed.

Event description:
Intera oncology received a report from a healthcare provider that an intera 3000 hepatic artery infusion pump "did not prime properly" during or prep prior to implantation. The healthcare provider also alleges that the pump was leaking out of the top of the septum. They were able to prep and implant a second device but the surgery was delayed.